Manufacturer narrative:
Block b3: the exact date of event was not reported. The retrospective study date of january 2015 is used for the estimated date of event. Block d4, h4: the literature article did not provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. Block g2: literature source: m amata, d scimeca, f mocciaro, b scrivo, e conte, a bofiaccorso, a cali, s sferrazza, v di martino, r di mitri. "Eus-guided biliary drainage with fc-sems and lams in distal malignant biliary obstruction after ercp failure: retrospective analysis of 8-years' cumulative experience in a sicilian referral tertiary-care center for biliopancreatic disease." Abstracts of the 30th national congress of digestive diseases/digestive and liver disease 56s2 2024: s181-s182. Block h6: imdrf device code a150201 captures the reportable event of maldeployed stent. Imdrf impact code f2202 captures the percutaneous-transhepatic-endoscopic-rendezvous (pter) and laparoscopic-endoscopic-rendezvous (ler). Imdrf impact code f23 captures the rescue therapy (rt) by endoscopic placement of fc-sems. Imdrf impact code f2301 captures the endoscopic placement of fc-sems.

Event description:
Boston scientific became aware of events involving axios stent and electrocautery enhanced delivery systems through the article, "eus-guided biliary drainage with fc-sems and lams in distal malignant biliary obstruction after ercp failure: retrospective analysis of 8-years' cumulative experience in a sicilian referral tertiary-care center for biliopancreatic disease," by m. Amata, et al. The article describes a single-center, retrospective study conducted at a.r.n.a.s. Civico di cristina -benfratelli hospital between january 2015 to december 2022. The study retrospectively included all cases of endoscopic ultrasound-guided biliary drainage (eus-bd) performed for biliary decompression in patients with unresectable distal malignant biliary obstruction (d-mbo) who had unsuccessful endoscopic retrograde cholangiopancreatography (ercp). A fully covered self-expandable metal stent (fc-sems) was deployed using a multistep approach, and a lumen apposing metal stent (lams) was deployed using a "free-hand," "single-step," and "exchange-free" technique. The primary outcomes measured were technical and clinical success. A total of 75 eus-bd procedures were reviewed, including eight choledocho-duodenostomies (cds) with fc-sems, 58 cds with hot axios, one cds with hot-spaxus, and eight cholecysto-gastrostomies with hot axios. During eus-cds, there were a total of eight hot axios maldeployment cases. These were managed with rescue therapy (rt) by endoscopic placement of fc-sems in six of the eight cases, using percutaneous-transhepatic-endoscopic-rendezvous in one case, and laparoscopic-endoscopic-rendezvous in the remaining case. Please see the referenced article for full details. Despite further efforts to confirm the exact locations of the devices, no responses were received.